Event description:
It was reported to philips that c-arm geometry movements unavailable due to internal psu failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced geo ipc and sib; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).